Event description:
Clinical information: crd_1066 - envision ide study, patient site us (B)(6).) It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 4.4mm and left coronary cusp (lcc) was 4.54mm. After the deployment of the valve, the patient entered accelerated junctional rhythm with complete heart block (third degree atrioventricular). A temporary pacemaker was implanted. The following day, a permanent pacemaker was implanted. On 01 april 2026, elevated troponin was noted. On (B)(6) 2026, the patient experienced an episode of new onset atrial fibrillation. Apixaban was started. The following day, the patient noted ecchymosis and dizziness when standing.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.